Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics-3d stent (a 6.0 x 100mm ) to treat a restenotic lesion of the sfa middle third artery in the left leg. A retrograde approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty. Atherectomy was also performed pre stent placement. On (B)(6) 2022, an event of restenosis of treated segment (target lesion) was reported from the site. It was reported as "not related" to the device or procedure but to worsening pre-existing condition. It was also reported as target lesion related. The patient outcome is reported as "resolved/recovered". On review of the event by veryan on (B)(6) 2022, it was determined to be possibly related to the device as it led to a target lesion revascularisation (tlr). The intervention included percutaneous transluminal angioplasty / standard balloon angioplasty, drug coated/drug eluting balloon, shockwave and laser atherectomy which took place on (B)(6) 2022 . The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. Section b.5. Has been updated following the updated information provided from the site. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on 21-apr-2021. The subject was implanted with one biomimics-3d stent (a 6.0 x 100mm ) to treat a restenotic lesion of the sfa middle third artery in the left leg. A retrograde approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty. Atherectomy was also performed pre stent placement. On (B)(6) 2022, an event of restenosis of treated segment (target lesion) was reported from the site. It was reported as "not related" to the device or procedure but to worsening pre-existing condition originally but this was later updated by the site to "possibly related" to the device on (B)(6) 2022 . It was also reported as target lesion related. The patient outcome is reported as "resolved/recovered". On review of the event by veryan on (B)(6) 2022, it was determined to be possibly related to the device as it led to a target lesion revascularisation (tlr). The intervention included percutaneous transluminal angioplasty / standard balloon angioplasty, drug coated/drug eluting balloon, shockwave and laser atherectomy which took place on the (B)(6) 2022 . The device remains implanted.